Manufacturer narrative:
The device was evaluated by an equipment service center technician and the reported problem was verified due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The customer accepted the exchange unit.

Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) would randomly shut itself off while monitoring telemetry patients. No patient or user harm was reported in association with the event. A loaner unit was sent to the customer and the faulty unit was shipped to spacelabs for evaluation. At this time, the device has been received, however, evaluation and repair has not yet been completed. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.